Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via the right femoral artery in a 41-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock, scai stage d. The patient was supported with ECMO, inotropes, vasopressors, and ventilator support. During the procedure, the impella was implanted without the plug inserted into the automated impella controller, and there was concern the device was not primed properly. The impella was removed from the patient and an attempt was made to prime the device; however, priming was unsuccessful and no fluid was noted exiting the cannula outflow windows. A decision was made to abort the initial impella device, and a replacement impella device was subsequently implanted without issue, resulting in stabilization of hemodynamics. The patient experienced hemodynamic instability requiring medical device removal and device revision or replacement. After a comprehensive review of the available information, the reported event is consistent with handling and procedural factors related to device preparation and priming. The patient survived.

Manufacturer narrative:
D6b: updated explant date.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Priming problem: the cause of the priming problem was not determined due to insufficient clinical details and no product returned.